Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and damage on the drive support cap. The customer¿s blood glucose level was 267 mg/dl at the time of the incident and current blood glucose 143 mg/dl. The customer was treated with insulin pump. Customer reported that the drive support cap was flushing. The customer does not allege pump was under delivering. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Motor passed motor test. No motor error alarm. Drive support disk was inspected and no anomaly was noted. (B)(4).